Manufacturer narrative:
The device is not available for investigation. However, a photo sample review should be conducted. D4: only di provided as lot number is unknown. Additional contact information (B)(6).

Event description:
An event involving a primary plumset tubing was reported that there was black spots in the tubing, there was unknown patient involvement and unknown harm/adverse event reported.